Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced numbness and tingling due to an alleged cord compression. In turn, the patient also experienced lower extremity weakness and "issues" going to the bathroom. As a result, the patient's scs system was explanted.